Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: occlusion of device or native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Post deployment of the trunk ipsilateral leg component, a contralateral leg component was implanted on the contralateral side and unintentionally covered the left internal iliac artery (liia). The physician attempted to maneuver the device proximally and to correct the coverage of the liaa but was unsuccessful. The patient tolerated the procedure and will be monitored by the physician. The physician commented that the length to the iliac artery bifurcation was 9.5 cm with tortuosity and a longer length was chosen; however the anatomy was straightened by the stiff wire thus contributing the unintentional coverage.